Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported they experienced eight obstructions and leakages when the cassette were connected in the system during the procedures and the cassettes could not be used. This occurred between (B)(6) 2018 - (B)(6) 2019. There was no harm to the patients.

Manufacturer narrative:
Additional information provided. This is the fifty-eighth complaint for the finish goods lot and the fifty-eighth for this reported issue of leakage. The device history record review shows the order was built and released per specification. Eight fluidics management systems (fms) were visually inspected. The numbers, and the bar codes appeared clearly and readably on the housing. The balls in the drip chamber check valves moved freely per specification. The samples were tested on a calibrated console. Each sample passed calibration by priming and tuning successfully. Fluid leakage was observed on the sample of the weld line of the fluid path between the base and the cover during calibration. The fluid leakage did not impact the priming sequence of the cassettes. There was no occlusion or obstruction observed in the tubing or observed during functional evaluation of each fms. Analysis of the returned samples demonstrated the fluid leakage was related to a molding non-conformance associated with the cassette. Laboratory testing demonstrated the non-conformance did not impact the functionality of the cassette. There was no obstruction or occlusion observed, as such, the root cause for this issue could no be conclusively determined as fluid flowed freely through the cassettes during testing. An action was opened to determine a root cause and implement appropriate corrective action for complaints of fluid leakage from the fms. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).